Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.

Event description:
The caller reported that on (B) (6) 2010, the pt was discovered with a broken tracheostomy tube. The tube was broken between the flange (next to pt's neck) and hub (what the inner cannula attaches onto). The respiratory department was informed and a physician was called, and an order was received to change the tube. The respiratory therapist changed the tube. The lot number is unk and it is not known if the tube was saved.